Manufacturer narrative:
Based on the information available, device is eol (end of life) and no work performed by philips. No CAPA will be initiated based on this record; a corrective action will be initiated if a trend is discovered through periodic monitoring. Device is eol (end of life) and no work performed by philips. The investigation concludes that no further action is required at this time.

Event description:
It was reported to philips that the device's battery was low. There was no patient involvement.